Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or after dec 13, 2023. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A patient's implant card was received indicating that a monofocal intraocular lens (iol) was explanted. The reason for explant was not specified. No further information was provided.